Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in describe events or problem is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries was achieved with four proglide devices using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the pevar procedure was completed and the proglide knots tightened; however, the access sites were still bleeding. Reportedly, the patient has very thin vessels and the initial proglide stick may have been at too high an angle. A cut down was performed on each side. Surgical suturing was used to achieve hemostasis in both arteries. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.